Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-17099. It was reported the patients octrode lead displayed high impedance. Surgical intervention was undertaken to address the issue. During the procedure it was determined the patients lamitrode lead was fractured. As a result, the lamitrode and the octrode were explanted and replaced with a single lead.